Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the enteral feeding pump is over feeding.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿the enteral feeding pump is over feeding". The unit was triaged, and the reported issue was confirmed and corrected by replacing the damaged gearbox. The root cause of the damaged gearbox could not be determined at this time. A corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.